Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was not holding a charge well. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg was kept by the facility.